Event description:
Ous MDR - it was reported that about 52 months after the implantation the pacing threshold rose and the pacing impedance was > 2500 ohms. This right ventricle could not be explanted. It was capped and replaced by a new lead. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint and the received data were carefully analysed. The available programmer print-out confirmed a permanently out-of-range impedance (> 2500 ohm) since (B)(6) 2014 and a temporary increase in pacing threshold on (B)(6) 2015. Diagnostic images of the lead were not received for analysis. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.